Manufacturer narrative:
Concomitant product product ID: neu_unknown is being updated to neu_pouch_acc. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6), 2005, explanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. Product ID: neu_unknown. (B)(4)

Event description:
Information was received from the consumer, regarding a 55 year old patient receiving intrathecal morphine (unknown dose and concentration) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and other non-malignant pain. The patient noted that they could feel scratching from side to side, and after a while there was a pinhole that developed that started leaking her bodily fluids. The doctor said it was all in the patient's mind. The patient noted that their skin kept getting looser, and the patient started to get a half moon shape. The patient approached the doctor in (B)(6) 2011 (4 months after it was implanted (B)(6) 2011.) It was noted that the patient was putting peroxide and cream on the area, and keeping a bandage on the area. The cream developed a layer of protection. It stopped the leaking until one day when the patient was taking a shower, where it peeled off and started leaking again. About a month later, after they told the managing hcp the skin opened up, where the patient had an open wound. The patient tried to change doctors, but could not. The wound had opened up an inch wide. The hcp said that the patient cut the wound open. The patient later found out the half-moon piece was the tubing of the pump. It was also reported that that at one point the morphine went to the patient's brain. They were falling asleep everywhere (while doing dishes), walking around like a zombie eyes were glazed over, and fell many times because they fell asleep from the morphine (once fell on their face due to falling asleep and got bruises.) The patient's legs would swell horribly, and feet looked like little footballs. Still had purple marks around their ankles where the veins had popped. The managing health care provider (hcp) said it was a circulation issue. All the other physicians the patient saw said it was the morphine and the managing hcp kept denying it. It was reported that the second pump and catheter were removed on (B)(6) 2012. The surgeon left the dacron (reported as backron) mesh and stuffed it way down inside the wound. It was reported that the patient was in a coma for 5 days after removal of the pump, and the patient believed it was because she was going through withdrawals. It was noted that the patient was thrashing around and woke up hallucinating. The patient's wound was not healing, so the patient went to a wound care center. The doctor there was "up to his elbows" found the dacron mesh that was pushed way down in the wound. The patient's skin had started to form around it, and the other doctor removed the mesh pouch (stated it was removed a month and a half after the pump and catheter explant.) It was reported that the wound was in the letter "j." That doctor (that removed the pouch) called the managing health care provider (hcp) and stated that this was very dangerous, as the patient could get an infection and die. The patient no longer had any symptoms since the pump, catheter and mesh were removed except she has memory problems. The patient lost twenty pounds in the hospital. Follow-up was being conducted to gain drug information, medical history, pocket erosion dates/cause/interventions and drug effect dates dates/diagnostics. If additional information is received this report will be updated.